Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Pump supplies were changed and alarm did not reoccur. Blood glucose was 423 mg/dl with a trace of ketones. Correction bolus and insulin injections were used to address bg. Customer declined tandem technical support's offer to perform a pump system check. Upon follow up, customer reported that after switching the type of infusion set used, the occlusion alarm reoccurred. Customer reverted to using manual injections for insulin therapy.